Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation; visual evaluation of the device found corrosion on the inside of the device. Water ingress was established as the source of the corrosion. The device was deemed unrepairable. The device was labeled not for clinical use and returned to the customer. Analysis for reports of this type has not identified an increase in trend.